Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the device had loosening of the fiber tip. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.